Event description:
Physio- control evaluated the device and observed an intermittent operation of the on/off button. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio- control replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main control keypad assembly at the failure analysis center and determined the cause of the observed failure to be a worn on/off switch.